Event description:
Potential oversensing can be seen on home monitoring recordings. The patient will be brought in for evaluation. Lead remains implanted. No adverse events reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.